Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/04/2014. Evaluation shows rear wheel has broken spokes. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider left rear drive wheel cracked.